Event description:
It was reported that the pump screen went blank unexpectedly, and the led was not blinking, requiring it to be plugged into a power source to turn back on. Customer's blood glucose level was significantly impacted, rising to 550 mg/dl. To address high blood glucose, the customer performed a correction injection via mdi and administered a bolus. Technical support informed the customer that the pump shutdown was due to low battery and provided battery maintenance tips, including checking that the pump is charging when plugged in. Customer did not require third-party assistance and understood the instructions given by technical support.